Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va1dbuu, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Product ID: 3389s-40, lot# va1end9, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 11-oct-2019, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 01-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient did not have adequate response from leads implanted. Leads were not malpositioned nor were the leads defective. No environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included the patient was not receiving adequate benefits despite numerous programming sessions since (B)(6) 2017. Interventions/actions included new lead placement. The issue is not yet resolved as the patient is not yet programmed and will be in the next week or two. The surgical intervention involved the doctor explanting the leads from the stn and replaced in the gpi. No product performance issue. The leads were disposed of by the account. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va1dbuu, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Product ID: 3389s-40, lot# va1end9, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported the patient had her wires replaced because the unit was not working the way she thought it would. It was reported they removed "everything as far as the wires". The patient had surgery on (B)(6) 2018 and everything seemed to be working fine. No symptoms or complications were reported or anticipated.